Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60b reload was received unfired and in good visual conditions. The returned reload was loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a billroth I procedure, while the surgeon pulled out the stomach through the device, it torn out. After dissecting the stomach, the cartridge was malformed. Suture was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: malformation is not b shape completely, so the staple line looks unsecure. That¿s why surgeon used reinforce by suture. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? No. Did the device cut? If yes, was the cut line complete? No. Was there any damage to the cartridge? No. The following information was requested, but unavailable: based on your follow-up response, did the device start to deploy staples and cut but could not be completed (partial fire)? Based on your follow-up response did the device not fire (no staples deployed or cut line started)?